Manufacturer narrative:
Getinge field service engineer (fse) found display screen display failure we confirmed the symptoms. We adjusted the connection of the video receiver cable and the video receiver. We also cleaned the inside at the same time. The equipment is working well. Since it is only an adjustment, there will be no charge for labor or parts.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter), e2, e3, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during pre-use inspection, when powering up for patient use, the cs300 intra-aortic balloon pump (iabp) unit has screen display problem. Restart was performed but no improvement was made. Equipment was replaced with another machine (about 5 minutes). There was no injury.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, the cs300 intra-aortic balloon pump (iabp) unit has screen display problem. Restart was performed but no improvement was made. Equipment was replaced with another machine (about 5 minutes).